Manufacturer narrative:
Conclusion: potential factors that can influence a valve to dislodge include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Mild to moderate paravalvular leak (pvl) was also reported. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. The pvl was likely related to the valve dislodging from the intended location. Elevated gradients post implant of a transcatheter valve can be caused by a variety of valve related factors (i.e., degeneration, thrombus, calcification, etc.) Or non-valve related factors (i.e., lvot obstruction, patient pressures, left ventricle dysfunction, valve positioning, etc.). Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Five (5) still images provided with the complaint were reviewed. The images confirmed that the first valve was deployed successfully but the implant depth was unable to be assessed due to the still nature of the images. It was confirmed that a second valve was subsequently deployed inside the first valve. On the contrary, the images were unable to confirm the reported pvl, hemodynamic pressures, and bav performed to expand the valve. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of the initial 34-millimeter (mm) transcatheter bioprosthetic valve the valve was deployed 80% uneventfully at a depth of 4mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). Both paddles deployed simultaneously out of the deployment capsule. Angiographic visualization revealed the valve had moved upward on the ncc to a depth of 0mm and maintained a depth of 4mm on the lcc. Mild to moderate paravalvular leak (pvl) was observed angiographically. The cause of the valve movement was not determined. The transthoracic echocardiogram (tte) was inconclusive due to a poor cardiac window visualization. A tee was placed for echo visualization to confirm the pvl due to the known presence of large lcc and right coronary cusp (rcc) annular left ventricular outflow tract (lvot) calcium columns. The tee confirmed mild-moderate pvl with a tee mean gradient (mg) of 20 millimeters of mercury (mmhg) and a peak gradient (pg) of 40mhg. This was considered hemodynamically unacceptable by the physician. The cause of these measurements were not known. As a result, a second 34mm transcatheter bioprosthetic valve was uneventfully implanted. No additional adverse patient effects were reported.